Manufacturer narrative:
Since the sensor insertion on (B)(6) 2025, the customer has experienced persistent "no sensor detected" alerts, unstable or low/no signal in the placement guide, and inability to feel the sensor. Troubleshooting-including multiple placement tests, repositioning, and review via zoom calls-consistently showed poor or no signal except when the customer pressed the transmitter firmly against the skin, which is not expected behavior. Troubleshooting with placement did not resolve the issue, thus the user was referred to their hcp for replacement of the sensor. The transmitter and sensor were returned to senseonics, and no anomalies were identified with the sensor to transmitter connection. Log file/dms analysis confirmed that the signal was lower than the threshold with some missed reads. The customer potentially had an issue with the sensor being inserted too deeply or at an angle.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving,"no sensor detected", alerts which led to early sesnor.an RMA was authorized for sensor for further investigation.